Event description:
#Medwatcher #followup 1, #FDA mw5037180, #(B)(4). I have headaches that last for days, intercourse is painful, hair loss, weight gain. (B)(6) 2013, I was diagnosed with pid and I have had the same sexual partner for 4 years. I also have hot flashes, night sweats, and mood swings.

Event description:
On (B)(6) 2010, I was implanted with essure as a form of permanent birth control. After my procedure was completed I was told that mild cramping was to be expected and that it would go away with in a few days. It has been 4 years 2months 7days to date that I was implanted with essure and the cramping that I felt on that very same day has not subsided, only gotten worse. Along with the cramping I have bloating to where I am asked a lot when I am due, even to include going to the emergency room due to being in pain and so bloated that they even wanted to prep me to go to labor and delivery. I brake out in hives on a daily basis so I have been left with no choice but to take benadryl daily to ease the hives. Every month during ovulation I can feel my left coil/fallopian tube moving. I also have had random nausea/vomiting from pain, random fevers without being sick, my white blood cell count is high every time it is checked and no one can explain why. I go back and forth from being fatigued to having insomnia. Lifting more than 10 lbs causes me extreme pain. Standing for more than an hour at a time causes me to go from mild cramping to severe cramping. My cycles went from being normal/medium flow to extreme flow i.e.(changing heavy pad ever 20 to 30 min or super plus tampon every 15 min). (B)(4). Update on 2014-(B)(6): I have headaches that last for days, intercourse is painful, hair loss, weight gain. (B)(6) 2013, I was diagnosed with pid and I have had the same sexual partner for 4 years. I also have hot flashes, night sweats, and mood swings.